Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the asymptomatic patient presented for a procedure. Upon pre-operation check, it was observed the atrial lead was failing to capture, oversensing noise, and had chronic high pacing impedance above 2000 ohms. The lead was capped and replaced on (B)(6) 2021. The patient was stable.